Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. This report is submitted on may 29, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced recurrent infection at the implant site. The patient was treated with oral and topical antibiotics for a duration of 6 months (dates reported); however, treatment was unsuccessful. Subsequently, the abutment was removed on (B)(6) 2017, to allow the site to heal. The implanted device remains.